Event description:
The following was reported via maude event report (B)(4): it was alleged that on (B)(6) 2013, the pt was implanted with a xenmatrix graft during a ventral incisional hernia repair with separation of components. Following implant it was alleged that the pt developed a low grade fever, and was hospitalized for five days. A week following surgery it was alleged that the staples at the bottom of the incision began to separate, and a significant amount of drainage began to leak out and a seroma developed. The pt allegedly, underwent exploratory surgery and a wound vac was placed, the pt became septic and experienced: fever, low blood pressure, dizziness, lightheadedness, edema, swelling, elevated white blood count and abnormal labs. Allegedly, the pt saw an infectious disease specialist who determined that the mesh was infected and the pt received IV antibiotics.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. There was no pt info provided on the maude event report therefore add'l info cannot be requested. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Seroma and infection are both known possible adverse events listed in the IFU.